Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional point of contact: contact person name: faustino vijil, event site email: (B)(6), contact department: biomed dept., contact person phone number: (B)(6) the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the pcb,front end,rohs and cable assembly, blood pressure transducer to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during scheduled preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's bp connector was broken, making it so that you cannot plug a cable into it. It was also found that a bp adapter cable that was broken off on the connection end. There was no patient involvement.